Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1562 was removed.

Event description:
Subsequent to the initially filed emdr report: the initially reported suture break during knot advancement did not occur. Instead, a cuff miss [suture-retrieval issue] occurred. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a diagnostic transfemoral catheter angiography procedure with a 5f sheath. Reportedly, a suture break occurred while advancing the knot with the suture trimmer. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.